Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-16334, 2017865-2019-16336. It was reported that the patient presented with muscle stimulation at the hospital. Programming changes were made resulting in the patient being less symptomatic. Testing confirmed right ventricular (rv) lead dislodgement into the superior vena cava (svc). A lead revision was scheduled. During the procedure it was noted that the right atrial (ra) lead had dislodged. Both rv and ra leads were explanted and replaced (B)(6) 2019. Following the procedure it was noted that the new replacement right ventricular (rv) lead had no capture and low sensing. The new rv lead was confirmed to have dislodged. The lead was re-positioned on (B)(6) 2019. Sensing was still low, so programming changes to unipolar were made on the new lead. The lead was working well the next day. The patient was stable throughout the process.

Manufacturer narrative:
The awareness date should have been (B)(6) 2019 rather than (B)(6) 2019.

Manufacturer narrative:
Analysis was normal. No anomalies were found.